Manufacturer narrative:
Based on the details provided the 10mm x 59mm stent was deployed properly however upon deflation of the balloon, the balloon would not or did not deflate fully and upon attempting to withdraw the balloon back into the sheath the balloon separated from the shaft. The product in question was not returned, therefore and evaluation of the device could not be performed. Based on additional information provided the allowed time for balloon deflation was 15 seconds. The instructions for use states the following in regards to deflation of the balloon: "deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding. The balloon was only allowed to deflate for 15 seconds, so it is reasonable to determine that the balloon was not fully deflated before attempting to pull the delivery system back through the sheath. The warnings and caution section of the IFU states the following: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered". In this regard, enough force was generated to break the bond of the balloon to the catheter shaft. During lot qualification each manufacturing lot of catheters are tested for proximal balloon bond tensile force. The minimum allowable specification is 15 newtons (n). A review of the data within the device history record for the samples tested was found to have a minimum tensile force of 23.2 n, which met the minimum specification of 15 n. A review of the associated device history records was performed and there were no nonconformance¿s noted during the manufacture of this lot of v12 covered stent delivery systems. Based on the details of the complaint it cannot be confirmed that the complaint was related to the manufacture or design of the product and the root cause is user error, as the physician did not allow enough time for the balloon to deflate before withdrawal.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated that when placing the stent for angioplasty protected from the primary iliac artery, the balloon did not deflate at the time of release of the stent. Failure to ablate the ball that does not fit retro into the introducer and detaches from its launcher. Multiple attempts to capture the balloon that achieves external iliac occlusion, using multiple devices. Ensnare, ended in failure. The decision was made to tackle the ball at the external iliac wall. Stenting protected from the external iliac by an advanta v12 stent 7x59mm was made. Satisfactory angiographic control with restoration of aortoiliofemoral flow. The stent placement was successful but required additional intervention. For retrieval of the detached balloon angioplasty was required.